Event description:
When my wife opened the contact lens package, she noticed several particles in the solution. She had me look at it. I detected approximately 10 particles ranging in size from 0.5 to 1.5 mm (viewed with 10x magnifier). One of the particles had a green color. Since this was her last contact she went ahead and used it. She reported that she had some irritation after a couple of hours but was better later in the day. Note: the contact lens is packaged in a buffering solution. The information reported came from the secondary packaging. We have the primary package with solution and particles.